Event description:
On april 16, 1999 oec medical systems, inc was notified on an event involving an oec model 2600 uroview table. During a uro-dynamics procedure, the table was tilted from a horizontal to vertical position with the pt on the table. When the table was tilted to approx 70 degrees it was reported that the pt shifted and table foot extension disengaged. The pt and foot extension slid to the floor. The procedure was canceled and pt examined for injuries and discharged that day with only a minor bruise on his back. A field service engineer was able to diagnose the malfunction to faulty table extension locks. The hosp's in-house service dept removed and replaced the foot extension and locks. The system was tested/inspected and returned to current specifications.